Manufacturer narrative:
Testing of actual/suspected device (10/213): a supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances this event occurred; however there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g1. Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to the customer's site. The fse identified leak coming from cart side, ordered parts for repair. The fse - installed new o-rings and adjusted connections to pressure regulator. The fse also replaced safety disk because it was expired. The leak test passed. The fse performed preventive maintenance, all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.